Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was returned for failure analysis, and the reported problem was not confirmed using the system error logs. Upon visual inspection there was a possible issue found that would be related to the reported event. The erbe was tested using the system, the unit displayed errors c-02 and u-02 when testing bipolar and it went back on the intuitive splash screen showing multiple u-02 error. Then power cycled the erbe to check erbe log and u-02 error showed on start. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error u-02. This error indicated a check master communication failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the erbe screen was black and the team was able to complete the procedure using a third-party generator. The issue was reported to the technical support after completing the procedure. The operating room (or) staff member explained that they attempted to power cycle the erbe and reseat the power cord, but these steps did not resolve the issue. As a result, they decided to move all upcoming cases to other da vinci systems. No logs were available at the time of the call. The procedure was completed with no report of patient injury.